Event description:
As reported by our affiliates in germany, through the review of the medical article: ''contemporary treatment of mitral valve disease with transcatheter mitral valve implantation'', corresponding author dr. Hendrik wienemann from university hospital cologne, multiple events were identified. This study included all consecutive patients undergoing edwards lifesciences sapien prosthesis between 12/2014 and 10/2021. The following events were identified: a patient underwent a valve-in-mac procedure with a 26-mm sapien 3 valve by transfemoral approach. Patient needed a reoperation due to severe lvot obstruction on post op day 1.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2023-100001, 2015691-2023-100002, 2015691-2023-100003. There is no indication of valve explant nor device return. The dates of the events are unknown; however, according to the article the study period was from december 2014 and october 20215. For this reason, the first day of the reported study period (01-december 2014) was used as the occurrence date. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as no patient or procedural factors were provided, however may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: wienemann, hendrik et al. ''Contemporary treatment of mitral valve disease with transcatheter mitral valve implantation.'' Clinical research in cardiology: official journal of the german cardiac society, 10.1007/s00392-022-02095-y. 15 sep. 2022, doi:10.1007/s00392-022-02095-y.there is no indication of valve explant nor device return.